Manufacturer narrative:
The account found the sims screws have broken and the hex rod did out of the brake caster. No further info is available on the repair of the bed at this time.

Event description:
The account alleged the brake caster would not hold. No injury reported.